Event description:
On (B)(4) 2012, customer reported that there was a fluid leak at the open vial probe rinse block of the hmx al instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found that the blood sampling valve was misaligned due to a missing washer from the mount of the probe wash cup. Fse straightened the valve and installed a nylon washer. The repairs were verified per established procedures. No further leaks were reported.

Manufacturer narrative:
(B)(4).